Event description:
It was reported to gems that while the customer was lowering the table, a loud noise was heard and the table traveled rapidly to maximum height, where it became stuck. Elevation of the maxxus table is accomplished by means of a scissors assembly actuated by a motor driven lead screw driving two ball nuts that are attached to the scissors assembly. Two gas springs are used to assist elevation. It was found that the screws holding the two ball nuts had stripped out of their holes, which allowed the gas springs to push the table upward to maximum height. No injury was reported. The table involved was repaired.